Event description:
It was reported that during deployment of a vena cava filter, the limbs did not fully expand. The filter was removed and another filter was successfully deployed without incident. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.